Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and declined further troubleshooting with tandem technical support.